Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. An x-ray showed that the high voltage cables were fractured at the distal weld likely induced during the explant procedure. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient received an inappropriate shock due to noise. A possible electrode fracture was alleged and a fluctuation in impedance measurements was noted. The patient was admitted to the hospital and x-rays will be performed. Manipulation testing was done and it was not possible to induce any noise. The device was programmed to off since the patient received an inappropriate shock and continued to be monitored with a possible procedure planned. The electrode was subsequently explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was explanted and will be returned. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that this patient received an inappropriate shock due to noise. A possible electrode fracture was alleged and a fluctuation in impedance measurements was noted. The patient was admitted to the hospital and x-rays will be performed. Manipulation testing was done and it was not possible to induce any noise. The device was programmed to off since the patient received an inappropriate shock and continued to be monitored with a possible procedure planned. The electrode was subsequently explanted and will be returned. No additional adverse patient effects were reported.